Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain - chronic"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)") and menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received. Case became incident. Previously reported event injury is replaced with new events: chronic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration, patient did not underwent essure confirmation test. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.